Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced bleeding at the wearable site and sought medical assistance. No information was obtained about the medical intervention for this event. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of report, the patient¿s condition was unspecified. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).